Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). The meter result was 3.8 inr. The meter result was 3.5 inr using the same finger. The meter result was 2.5 inr using a new finger. Test strip lots 77503323 with expiration 31-oct-2025 and 78789321 with expiration 30-nov-2025 were used for these tests. Customer did not state which strip lot was used for which test. Customer switched to test strip lot 80857923 and the meter result was 4.3 inr using the same finger. The meter result was 3.7 inr using a new finger. The customer's therapeutic range is 2.0-3.0 inr. Customer tests on a weekly basis.

Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.